Manufacturer narrative:
(B)(4).

Event description:
09-22-2015- additional information was received from a consumer indicated the patient was in the emergency room (ER) a couple of days after with "spinal" headache and the surgeon denied permission for blood patch to remedy the situation. The patient could not stand, walk, or sit for several weeks and was in terrible pain, nausea, experienced weight loss and could not work. It was further reported the pump was removed. The patient kept going to the pain management doctor for additional morphine in the pump (which made the patient worse) and was admitted to the hospital where a scan was done and discovered morphine was flowing out of the pump and catheter into the spine. The surgeon wanted to "try" and bury the pump deeper and put in a new catheter. At the hospital, doctors said the pump appeared to have moved/shifting/flipping over. The patient was advised to have the pump removed as soon as possible and the patient had already lost significant amount of weight and break through medication was not enough. The surgeon was "quite irate" day of surgery and the nurses apologized for the outburst. The patient recalled this because she had consulted an attorney. It was noted the patient recalled a man in the surgical suite being there and taking the pump as the patient woke up during that time. The patient lost her job because she was unable to perform her duties during this "devastating, horrible experience of three and a half months". Also, the device had mystically disappeared". This ordeal also caused severe issue in the patient's lower back where the catheter was removed. The patient still suffered to this day with back problems she had not experienced before. It was noted "the sheer fact the pump disappeared" and was never located would always concern the patient.

Event description:
The patient reported they had a spinal headache, and they were admitted to the hospital multiple times. A blood patch was not performed because the doctor was concerned about infection. The patient stated their pump was ¿defective¿, and it was leaking morphine into their body. Their pump was also sticking four inches out of their stomach, and they could not wear anything. The pump was explanted in (B)(6) 2002. It was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the patient that they had pneumonia in (B)(6) 2015, relapsed in (B)(6) 2015, and had been in the hospital. The patient stated, "that they had shown a nurse where the catheter and scars were from tubing being removed with her visiting nurse that come to see her since she was in the hospital regarding pneumonia (three weeks ago) in (B)(6) 2015." It was noted that nothing was left in her body as she already reported that the pump and catheter were removed. When the healthcare provider (hcp) put the catheter in; there was a hole in her spinal cord during the pump and catheter implant. This was how the spinal headaches started. The patient went to the emergency room (ER) and was admitted. The hcp would not allow a blood patch to be performed in (B)(6) 2001 to resolve the spinal headaches. The patient was told about the leaking morphine at the hospital after they did a scan and detected that there was morphine coming out of the pump and into her body. The patient did not know if the morphine leak was in the pump pocket or along the catheter pathway. The patient stated she would say the pump pocket because the hcp said they could see it; but honestly doesn't know." The patient states that she weighed (B)(6) and the pump was sticking out all the time, no matter what the patient was doing. It was noted that the patient called it her "little alien" because it stuck out physically under the patient's skin and was able to be seen. The patient had difficulty sleeping and couldn't sleep on her stomach or her right side where the pump was physically located. The patient was not sure if they tried to do anything prior to explant to resolve the spinal headaches, leaking morphine or the pump sticking out. The patient was to see their hcp the beginning of next week (after the date of this report) and was to follow-up with the hcp. The patient doesn't think that they did anything; and she kept telling them it wasn't working and was in excruciating pain and lost her job over it, because she could not work. The patient stated that they were better off before the pump was put in; like night and day. The patient had never in her life had headaches like she did with the spinal headaches. It was a "living hell" and thinks it was a mistake that the pump was ever installed. When the patient went into the trial they were still giving her oral medicine that she was on before and that is what the patient didn't understand. The hcp would never give the patient a straightforward answer letting the patient know the pump was an option to quit taking pills. If additional information becomes available a follow-up file will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j10922r15, implanted: (B)(6) 2001, product type catheter. (B)(4).